Event description:
It was reported that a faulty sensor caused the "cassette not attached properly" alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was evidence of the error found in the event history log multiple times. Customer reported problem was not duplicated. Performing the functional test revealed that the downstream sensor was functioning as intended. No fault was found with the device. However, due to the alarms found in the event history log, it was recommend replacing the downstream sensor and latch lock flex as preventative measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b5: additional information received on 31-aug-2022 via email and attached in complaint object: there was no patient involvement and the event happened during testing. H6: event problem and evaluation codes: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120 h6: correction: evaluation codes method:b21 [4118] - type of investigation not yet determined (B)(4).